Manufacturer narrative:
(B)(4) date sent: 11/14/2023, d4: batch # 270c07. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. After further evaluation, a bulkhead contact was noted to be missing making the instrument non-functional. No functional test was performed due to the condition of the device. Based on the information currently available, a product issue was identified during the investigation of the sample received. The missing bulkhead contact from the pcb, is potentially related to the manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 270c07, and no non-conformances were identified.

Event description:
It was reported that during an open pneumonectomy, the device could not be fired from 1st firing. The battery was replaced, but the issue did not improve. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.